Event description:
The porex surgical distributor reported that the surgeon received a very "unfitting" customized implant. The distributor reported that the device could only be implanted with a "risky pressure" on the area and a lot of remodeling of the implant and therefore, was unable to use the implant.

Manufacturer narrative:
Several attempts were made to contact the surgeon for more info on the device and the pt's condition. An investigation could not be conducted due to lack of info.